Manufacturer narrative:
D9, h3, h6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D.4.: this is the third of three reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to 2024-52197-01, 2024-52197-02 for the reported lot number 10654949, 10626501. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by the consumer who wore the contact lenses in both the eyes and lenses were not adapted well it was hurting and consumer was unable to see well. Upon follow up consumer visited the doctor, and it was diagnosed with beginning of the lesions. The doctor advised to discontinue the lenses as the lenses were not fitting well to the eyes, they were hurting a lot and the degree of lenses was also increased. Consumer discontinued to wearing the contact lenses and the symptom were resolved. Additional info has been requested but not yet available.

Manufacturer narrative:
Corrected information provided in d.4., the manufacturer internal reference number is: (B)(4). H.11 reflects all related report numbers associated with this product event that have been submitted at this time.